Event description:
Reporter stated that a pt's capillary blood glucose was measured, using the suspect device, with a result of 461 mg/dl. Reporter stated that pt's blood glucose was immediately retested, on a different device, with a result of 122 mg/dl. Reporter stated that pt's therapy was not modified based on these values. Reporter noted that quality control testing had been performed on both systems and the results fell within the acceptable ranges. Technical support requested the return of the suspect product; however, reporter declined indicating that the discrepant results were likely attributable to use error.